Manufacturer narrative:
Investigation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document-based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
It was reported that, the catheter was pushed to the hepatic artery with assistance of 0.035'' guidewire. However, when contrast medium was injected through the catheter with around 300 psi, the doctors rotated the catheter and the tip was separated but not completely. A cardiovascular doctor attempted to retrieve the tip by using pfm snare. The tip was retrieved while still partially attached. The retrieval took hours maneuvering the snare to avoid causing damages to the blood vessel as well as to avoid the tip from breaking off completely. No addition details have been received.